Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leakage at the lock on (B)(6) 2024. The set was in use for four days. Blood glucose levels were 320 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.